Event description:
Or staff grabbed the skin marker with a hemostat to hand off to surgeon. The skin marker "exploded" and ink went into the surgeon's eyes. The hospital called for a msds sheet. At the time they stated the patient was not injured. Due to unusal circumstance- MFR was not able to get additional information regarding the doctor's condition or if the procedure was performed, delayed or cancelled. As of friday 8/26/05 wer could no longer get any response to our e-mail or phone calls.